Manufacturer narrative:
Product evaluation: the customer indicated the use of an approved cartridge and handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination.

Event description:
Additional information was received that the patient also experienced uveitis.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by email and fax. A completed questionnaire was not received. The manufacturer internal reference number is: 2015-134284

Event description:
A physician reported a patient with cell in the anterior chamber, diffuse corneal edema, micro cystic edema, and high intraocular pressure (iop) following an intraocular lens (iol) implant procedure. The patient is being aggressively treated for inflammation at this time. Additional information has been requested.